Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 . A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side ¿not so intense but constant pain, increased with movements; evident deformity; displacement of the implant and capsular contracture baker 4¿, ¿scarce bilateral cysts that predominate towards the superior and external quadrants, smaller than 5 mm¿, ¿fibroadenoma¿, and ¿inability to perform upper extremity exercises.¿ device has been explanted.